Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for non- malignant pain. The pump contained fentanyl with a concentration of 1000 mcg/ml at minimum rate and bupivacaine with a concentration of 10 mg/ml at minimum rate. It was reported they were doing a revision after there was a failed dye study. The representative stated she did not have further details on when or why. They planned to replace the pump and catheter that day ((B)(6) 2017). The patient first started experiencing issues approximately 3 months prior. The cause of the failed dye study was unknown. The physician decided it was best to replace the pump along with the catheter to avoid further surgery. The patient experienced a return of pain. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.